Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and reported the event. The nurse was reporting no image on her cv-190 tower. No color bars visible, the image is visible on image capture system, endomanager. Troubleshooting began with verification of cabling from cv-190 tower monitor, specifically the video/ serial digital interface (sdi). It was found there was an sdi cable connected to the monitor, sdi in , but it was just "hanging" according to the nurse. It was found on the cv-190, that the sdi 1 out was utilized, but not the sdi 2 out. Recommended verification of secure connection to the monitor and then connect the other to sdi 2 out. Image/color bars were then visible, issue resolved. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed on call by the technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, sdi cable was verified and connected to the sdi 2 out port on the device, after which the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.